Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had been tazed directly over the device area. Subsequently the device was attempted to be interrogated; interrogation was unsuccessful. Boston scientific discussed trouble-shooting options with the caller. A request for additional information was made. No additional information was available. There were no adverse patient effects reported. The device remains in service.